Event description:
Patient was attached to portable monitor in hall bed. Patient had sp02 on with good wave form but the monitor did not alarm to alert staff to spo2 monitor is tagged for removal from service in the dirty utility room.